Event description:
It was reported that surgeon found that the emg tube cuff was leaking prior to use and could not be used after unsealing the endotracheal tube. The procedure was completed with back product. There was no patient injury related to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis found visually, a portion of the cuff balloon was adhered/deformed to the device when returned. Additionally, there was contamination on the outside diameter of the cuff. Functionally, a syringe was used to inject 20cc of air into the cuff and the adhered portion of the cuff did not inflate. The pilot balloon inflated and functioned as intended. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.